Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the device on the atrial channel. Isometric testing was performed, however, noise was not reproduced. No further intervention was performed. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2022-08163.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and automatic mode switch episodes were observed on the device on the atrial channel. Isometric testing was performed and the noise was reproduced. No further intervention was performed. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2022-08163.

Event description:
Additional information received indicated the device was reprogrammed but subsequent episodes of oversensing were still observed. X-ray imaging was performed and revealed no anomalies. No further intervention was performed at this time.